Manufacturer narrative:
Corrected information b5: the pump failed to alarm for an occlusion. The reporter did not specify if the occlusion was upstream or downstream. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported device failed to detect an occlusion which was reproduced. A review of the event history log identified upstream and downstream occlusion messages. The device failed downstream occlusion detection testing. The reported condition was verified. The cause was determined to be an out of specification force sensor. The force sensor was calibrated to correct this condition. Review of all data available, the use of the spectrum pump likely caused or contributed to the reported events of abdominal pain and fluctuation in blood pressure, user error is not excluded as per reporter the ¿infusion tubing was twisted ¿and likely caused or contributed to the less than intended therapy. The spectrum iq operator manual clearly states to "ensure that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm for an upstream occlusion and under infused. On the date of the event, the infusion had been set to run at 38ml / h for an hour, and then at the rate of 84ml / h for two hours. It was observed that the bag seemed to have only infused 40 ml approximately four hours later. Approximately one hour after the start of infusion, the patient complaint of continuous abdominal pain (initial reason for emergency room admission). The patient's blood pressure at this time was 177/93, and nipride was infusing with no occlusion alarms or any other issue noted. Thirty minutes after this, an arterial cannula to monitor blood pressure was installed. One hour twenty five minutes later, the blood pressure reading was 196/62 and nipride was infusing at 84 ml / h with no occlusion alarm issued. Labetalol 10 mg and hydralazine 10 mg were administered intravenously to lower blood pressure. Thirty five minutes later, coversyl was increased to 8mg (daily) and hydralazine was increased to 50mg (3 times a day) both orally. One hour later, the blood pressure reading fluctuated between 120-140mmhg / 40-60mmhg. It was reported that the nurse changed the pump and observed that the infusion tubing was twisted. The patient outcome was not reported. No additional information is available.